Event description:
It is reported that the device was implanted in 2008. The surgeon noticed that the device has subsided.

Manufacturer narrative:
Evaluation summary: the date of x-ray is not known. Surgeon notes are not available to assess the proceedings of the surgery. Details about proximal fixation are provided. Type of rasp and reamer used is not known. Cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.